Event description:
It was reported that the lead safety switch of the pacemaker was triggered due to persistent right ventricular (rv) pace impedance greater than 2,000 ohms. The measurements were trending in the 2,600 ohms range. It was also reported that the pacemaker was not storing atrial event episodes properly. Technical services recommended further evaluation and confirmed that the auto lead detect feature did not trigger due to the persistent high impedance. The pacemaker and rv lead remain in service and no adverse patient effects were reported.